Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2023, a 29mm portico ng/navitor valve was selected for implant in a patient in a patient with history of right bundle branch block. It was noted during procedure that the patient had an episode of atrioventricular dissociation. It was noted that the valve was re-sheathed twice due to being positioned too high. Pacing of 120-140 beats per minute was performed for valve stabilization during deployment. The patient was left with a temporary pacemaker. The final non-coronary cusp implant depth is 5.36mm and the final left coronary cusp implant depth is 6.39mm. The decision was made to implant a permanent dual chamber pacemaker.

Manufacturer narrative:
An event of right bundle branch block after device implant was reported. Information from the field indicated that the patient had a history of right bundle branch block, and that the valve was implanted with 5.36mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported heart block. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that implant depth and/or patient condition contributed to this event. However, this cannot be confirmed.

Manufacturer narrative:
An event of right bundle branch block after device implant was reported. Information from the field indicated that the patient had a history of right bundle branch block, and that the valve was implanted with 5.36mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that implant depth and/or patient condition contributed to this event. However, this cannot be confirmed.

Event description:
N/a.